Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. Ten days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). The patient was discharged from the hospital 13 days after the event onset. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.